Event description:
It was reported that this implanted pacemaker stored an episode of over-sensed right ventricular (rv) lead noise which resulted in pacing inhibition in this pacemaker-dependent patient. Boston scientific technical services (ts) was contacted for review, and it was discussed that the pacing inhibition was greater than 2 seconds and that there was a recent signal artifact monitoring event which exhibited a low, out-of-range rv pacing impedance measurement (less than 200 ohms). Lead impairment was suspected and troubleshooting options were provided to assess the rv lead integrity, such as x-ray imaging, provocative maneuvers, and isometrics. It was noted that the pacemaker is included in the accolade high battery impedance advisory and could be prophylactically replaced at the same time as a potential lead revision. Recently, the pacemaker was prophylactically explanted and replaced due to the advisory inclusion; no advisory behavior was alleged. It is currently unknown if the rv lead is a boston scientific product or if it was also revised during the procedure. At this time, the pacemaker is expected to be returned for analysis and no additional adverse patient effects were reported.